Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was returned and analyzed. The device experienced a "serious ICD error" during functional test programming. The device can no longer be interrogated or communicated with; therefore, analysis is incomplete.

Event description:
The device was returned to the manufacturer for disposal, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.